Manufacturer narrative:
Product event summary: analysis determined that the issue occurred due to the application background foreground event. The user opened the report to view and pushed the application to the background while viewing the portable document format (pdf) and then resumed the application after a long time and the application was not able to recover the sockets, hence the application was frozen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the mobile programmer application froze suddenly and came to a halt. The application was deleted and re-booted, but all of the data from the procedure had disappeared. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.